Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst during the procedure. There was no reported patient injury. Additional information was requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst during the procedure. There was no reported patient injury. Additional information was requested but not provided. A non-sterile ¿mynx control vcd 6f 7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were fully depressed. In addition, the balloon was observed fully deflated and retracted into the tamp tube. The syringe was found connected to the device, and the stopcock was observed open. The sealant was not returned for evaluation. A non-cordis procedure sheath was locked on to the sheath catch and blood was noted in the procedure sheath. Button 2 was reset to the factory setting to perform the inflation/deflation test per the mynx control instructions for use (IFU). The results revealed a leak in the balloon of the returned device. Visual inspection at high magnification revealed a longitudinal tear in the balloon of the return device. A product history record (phr) review of lot f2229922 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, access site vessel characteristics (although unknown) and/or concomitant device factors most likely contributed to the reported event since a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2229922 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst during the procedure. There was no reported patient injury. Additional information was requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.